Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to a doctor¿s meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported 3 months prior to contacting lfs she obtained readings of ¿365mg/dl¿ on the lfs meter and ¿275mg/dl¿ on a doctor¿s meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using insulin to manage her diabetes. The patient reported treating herself with insulin according to the readings. The patient reported 2 months and 2 weeks prior to contacted lfs she developed symptoms of ¿shakes, blurry vision and ringing in ears¿ which she associated with low blood glucose. The patient reported in response to the symptoms she ate sugar and vomited it up. The patient reported 2 months prior to contacted lfs, her doctor advised her to ¿subtract 50¿ from the blood glucose reading. At the time of troubleshooting the cca confirmed the patient was using an approved sample site to obtain the blood sample and approved testing steps. The cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged meter reading high, she treated herself accordingly and developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 ¿ (05/08/2014). The patient¿s meter has been returned on 4/24/2014 and evaluated by lifescan product analysis on 4/28/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 02/14/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.